Event description:
It was reported that the battery failed testing twice in the charger.

Manufacturer narrative:
Zoll has not received the product for eval and this complaint is still under investigation.